Event description:
Healthcare professional reports: band replacement - fractured band tubing. Update: xray showed possible leak. Follow-up findings: device is a non-allergan port. No complaint against an allergan device. Follow-up findings: device rec'd at the lab was an apl lap-band system, with an access port ii, taper ii.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has rec'd the product however the analysis has not been completed at this time. See related medwatch report #2024601-2012-00937. No add'l info has been reported to allergan regarding the serial number or model number. Device labelling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."